Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the fenestrated bipolar forceps instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the logs showed the fenestrated bipolar forceps instrument (part# 471205-17 / lot# n10210329-0458) was last used on (B)(6) 2021 during a procedure with system sk0917. The fenestrated bipolar forceps instrument has 14 allotted uses and 13 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the fenestrated bipolar forceps instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the customer discovered the fenestrated bipolar forceps instrument had a scratch on the conductor wire. There was no reported injury noted from the last instrument usage. On 22-sep-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the fenestrated bipolar forceps instrument was reportedly inspected prior to use during the last procedure usage, and no issues were noted. Although requested, it was unknown if there were any instrument collisions during the last usage. It was also unknown if the instrument was inspected following the procedure and before being sent to central processing. The conductor wire insulation was found to be damaged without a full cable breakage. The damage was identified after cleaning but before sterilization. It remains unknown if the conductor wire damage occurred during the last procedure or during central processing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the conductor wire insulation damage to be related to the customer reported complaint. The instrument was found to have a damaged conductor wire. The conductor wire insulation was found to have scratch marks with no material missing. The electrical wires were not visible. The electrical continuity test passed. The root cause of this failure is attributed to a component failure.